Event description:
Patient information was requested, but not provided by the reporter. It was reported that an external filter blood leak occurred during an extended cvvii dialysis treatment. The amount of blood lost through the leak was estimated at approximately 50cc before treatment was discontinued. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak occurred in the arterial cap on the filter. The crack noted at the endocap was most likely caused by stress or fatigue. Review of device history records revealed that the lot of cap components met all specification requirements. Mechanical stress testing performed during the manufacturing process also passed all acceptance criteria. There is no evidence to suggest that a manufacturing defect occurred. The cause of the filter crack appears to be due to a component failure, most likely caused by exposure of the filter to high pressures over an extended period of time, possibly from clotting that may have occurred in the arterial header of the filter, which led to a loss in filter integrity and the resultant leak. There was no patient injury as a result of this event. The user's guide contains the following warning "the risk of clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose th blood circuit and filter to blood leak or hemolysis. The risk is highest in long hemodialysis treamtents, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The device labeling is appropriate for the safe and effective use of the product.